Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi per cec adjudication. This (B)(6) male patient was enrolled in the (B)(4) study with a history of recent mi one month prior to the study index procedure, dyslipidemia and current smoking who presented for a planned procedure with a (B)(4) study, braunwald class iib, ccs class iii angina and an 85% stenosis in the distal rca. The patient underwent the index procedure with pre-stent balloon angioplasty and placement of one study stent/cypher 3.5 x 18 mm. In the distal right coronary artery (rca). The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. Peri-procedure on (B)(6) 2010 at 10:23, the ck was 80 (nl 250, ratio <1), the ckmb was not performed and the troponin I was 0.017 (nl 0.06, ratio <1). Post-procedure on (B)(6) 2010 at 18:46, the ck was 76 (ratio <1), the ckmb was 2.4 (nl 3.9, ratio <1) and the troponin I was 0.3 (ratio 5.0). On (B)(6) 2010 at 05:35, the ck was 71 (ratio <1), the ckmb was 3.1 (ratio <1) and the troponin I was 0.592 (ratio 9.86). This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The ECG core lab report is unavailable. ECG tracings, discharge summary and hospital laboratory reports were requested from the site. The site responded "reviewed by pi. No periprocedural mi. No source will be sent." The post-procedure course was uncomplicated and the patient was discharged on the day after the procedure on dual antiplatelet therapy. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15061331 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Cec adjudication minutes were reviewed. The committee disagreed with the codes of mi (protocol definition) and stent thrombosis (both protocol and arc definitions). The committee agreed with the code of arc (peri-procedural pci). This event has not been previously captured. The file will be updated with the addition of a code for mi and processed accordingly. The patient was enrolled in the (B)(4) study with a history of recent mi one month prior to the study index procedure, dyslipidemia and current smoking who presented for a planned procedure with a positive functional ischemia study, braunwald class iib, ccs class iii angina and an 85% stenosis in the distal rca. The patient underwent the index procedure with pre-stent balloon angioplasty and placement of one study stent/cypher 3.5 x 18 mm. In the distal right coronary artery (rca). The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The ECG core lab report is unavailable. ECG tracings, discharge summary and hospital laboratory reports were requested from the site. The site responded "reviewed by pi. No periprocedure mi. No source will be sent." The post-procedure course was uncomplicated and the patient was discharged on the day after the procedure on dual antiplatelet therapy.